Manufacturer narrative:
Results: both indigo system aspiration catheter 8 (cat8) devices were kinked throughout their lengths. Both cat8 devices were ovalized on the distal tip. Conclusions: evaluation of the returned devices confirmed that the distal tips of the cat8 devices were ovalized. This type of damage typically occurs due to improper handling during use. If the cat8 distal tip is forcefully gripped during insertion into the patient, this type of damage may occur. The evaluation also revealed multiple kinks along the catheter shafts. This damage was likely incidental, and likely occurred due to improper handling during packaging for return. Penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00132.

Event description:
The patient was undergoing a thrombectomy procedure for a deep vein thrombosis (dvt) using indigo system aspiration catheter 8 (cat8) devices. During the procedure, while two cat8 devices were being advanced back to back through another manufacturer's sheath, they both became ovalized at the distal tip and were both removed from the patient. The procedure was completed using a new cat8. There was no report of an adverse effect to the patient.